Manufacturer narrative:
Correction: g3, h6 (ime e2009 was removed) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an open surgical procedure for small bowel obstruction, staple line leaks occurred after firing of the stapler devices. An anastomosis leak was identified one week after the initial procedure, leading to the patient being readmitted to the hospital and brought back to the operating room. The anastomosis was resected and re*stapled with the open stapler device, but a second anastomosis leak was discovered two days later. As a result of these complications, the patient received an ileostomy.

Manufacturer narrative:
D10 concomitant products: gia80mts - stapler gia80mts med thick tristp - unknown egiaustnd - egiaustnd endogia ultra univ std stap - unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.